Event description:
The patient called lifescan and complained that their meter was set to the incorrect unit of measurement. The patient reported that the meter was originally set to the correct unit of measurement. They stated that they asked for assistance to change the units of measurement back to to mg/dl. They stated that they have not recently changed the unit of measurement. They did not allege any harm or injury. No medical intervention was reported. Due to a spontaneous / unintentional power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a reportable medical device, due to a malfunction. No replacement items are being sent to the patient.